Event description:
A (B)(6) old, male pt's spouse contacted zoll customer support to report difficulty powering the monitor on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on) has been confirmed. As received, the monitor would not power on. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board (component u102 and u105). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.